Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicmo12.6, -9.0 diopter, implantable collamer lens was implanted upside down into the patients right eye (od). The lens was implanted and removed intraoperatively, with no patient injury. Cause of event was unknown. Problem resolved.

Manufacturer narrative:
Corrected data: h3: 1494- acd>3.00mm at time of implantation. Claim# (B)(4).